Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient went to emergency room and eventually got hospitalised event on 31-jul-2024 due to diabetes ketoacidosis. The glucose level was 25mmol/l and the patient was treated with intravenous infusion. No further information available.